Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the modular cable was unable to be confirmed. The modular cable (lot number: 7556450) was returned for analysis and upon initial observation no fluid ingress was observed. The cable was connected to a mock loop, system monitor, power module and the returned heartmate 3 system controller. The controller was run on the mock loop with the returned modular cable for an extended duration without any alarms activating. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and passed testing. Additional testing was performed with a test controller. The test controller and returned modular cable were run on a mock loop for extended duration during which no alarms or issues became active. A root cause for the damage to the cable was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 vad modular cable (lot number: 7556450) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: (B)(4) (battery clip). Related manufacturer reference number: (B)(4) (14 v battery).

Event description:
It was reported that patient soaked their external equipment while the shower bag was in use. The patient noted that the amount of water was significant and had to be poured out of the bottom of the bag. The patient had a period of intermittent chirping from their system controller. There were no alarm or hazard lights on during the event, or any messages on the system controller screen. The event log files captured a low voltage event on 15nov2023, but nothing that pertained to the water ingress event. The event log files also captured a few abnormal voltage values on 21dec2023 between 10:50 and 11:01 that occurred on battery power. The patient confirmed that the modular connector was wrapped, sealed, and uncompromised. The patient came to clinic and all external equipment, including the modular cable, were exchanged. Related manufacturer reference number: 2916596-2023-08986 (system controller hsc-120578). Related manufacturer reference number: 2916596-2023-08989 (shower bag).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.